Event description:
It was reported that during a mildly tortuous, heavily calcified, proximal right coronary (prca) stenting procedure, a xience xpedition stent was implanted successfully and for routine post-dilatation, a nc trek balloon dilatation catheter (bdc) was advanced without resistance and inflated one time then removed without resistance. Additional dilatation was needed; therefore, the same nc trek bdc was chosen to be used and prior to the re-insertion onto the guide wire the proximal end at the hub of the device was separated into two pieces. The device was set aside and another nc trek bdc was used to finish the routine post-dilatation. There was no adverse patient sequela and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.